Event description:
Lenstec received an complaint form via email stating "poor distal vision after surgery"

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Additionally, we have not received any other complaints from this batch. The assessment by lenstec's medical monitor suspected that this was either a biometry error or a patient anatomical error. There was no evidence to suggest that any aspect of this device was responsible for the reported poor distal vision after surgery. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. There was no evidence to suggest that any aspect of this device was responsible for the reported issue after implantation. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Once our medical monitor completes an assessment, a supplemental report will be issued.

Event description:
Lenstec received an complaint form via email stating "poor distal vision after surgery".